Manufacturer narrative:
Result: clutch brake assembly.

Event description:
It was reported by service report that the fowler was drifting down. No patient involvement or adverse consequences are reported.